Manufacturer narrative:
Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 314 mg/dl at the time of incident and current blood glucose level was 289 mg/dl. Customer stated that they had tried all remedies. Troubleshooting was performed for insulin flow blocked alarm. The insulin pump will be returned for analysis.